Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the saline solution ran out during the debridement operation. Air entered the handpiece and became unusable, this happened outside the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device that was used in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the piston assembly was in the upper position within the chamfer. There appears to be matter within the output nozzle. Functional inspection was performed and showed there was no water flow as the feed line was connected to the water supply. The pump cartridge was disassembled. There were no issues found. The device was assembled correctly. Root cause is an obstruction in the output nozzle. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.